Event description:
Event description guidant received information that implantable cardioverter defibrillator (ICD) was reprogrammed in july according to the guidelines given on first advisory notice. An attempt was made to reprogram the device according the revised guidelines, however the device was unable to be interrogated. The device is scheduled for explant.